Manufacturer narrative:
Only the data card was returned for evaluation. The treatment tip was not returned to solta medical. Evaluation of the data card revealed that error messages were prompted during the procedure to alert the operator of handpiece or foot pedal button being released before the rf tone/ delivery was complete, excessive force pressed down on the handpiece during rep delivery, or full contact to skin not being maintained with consistent and sufficient force during rep delivery. If the error occurs during an rf treatment, the rf delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into ¿action required¿ mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Surface irregularities are known possible patient reactions to thermage treament. Solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and scratches were noticed all over the patient's face (more so on the chin and jawline) after treatment. The patient was advised to apply neosporin to the scratches. The treating facility has provided the patient with laser treatments and other treatments to calm the patient regarding the scratches. The scratches are not very deep marks now, but the facility does not know if they will be permanent. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment.